Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product or data was provided for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.